Manufacturer narrative:
No product was returned for evaluation nor were x-rays provided to confirm the event. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..." "Potential risks identified with the use of this system, which may require additional surgery, include: infection..."

Event description:
On (B)(6) 2011, a patient underwent an interlaminar lumbar instrumented fusion at l4-5 levels. On (B)(6) 2011, the patient was treated for a superficial wound infection. The patient underwent an incision and drainage of the wound.

Manufacturer narrative:
Supplemental report submitted to update. Event is a serious injury and not a product malfunction.